Event description:
It was reported that the patient's right ventricular lead exhibited low defibrillation impedance. No interventions were performed. There were no patient consequence.

Event description:
Additional information received noted that the patient's right ventricular lead exhibited noise and was observed remotely. No interventions were performed. The patient's condition was unknown.